Event description:
Customer reports a difference of 100 points between her sensor glucose and blood glucose and she is also experience multiple sensor errors. Customer's most recent blood glucose was not available. Troubleshooting was attempted by refereeing customer to helpline, but customer decline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.